Event description:
Consumer reported upon removal of a tampon the pledget fell apart. She manually removed the remaining pledget pieces from her vaginal cavity and also had an exam with her obgyn who confirmed no pieces remained. No additional medical visits were planned and she did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.